Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The nc tenku rx device is an abbott vascular manufactured device which is distributed in (B)(4) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure in the mildly tortuous, heavily calcified, mid left anterior descending artery for treatment of in-stent restenosis of a non-abbott stent, a 2.5x15 nc tenku rx dilatation catheter was advanced to the lesion and the balloon was inflated one time. The balloon ruptured at 10 atmospheres. The device was withdrawn from the anatomy and the procedure was continued using an unspecified replacement device. There was no adverse patient effect and no reported clinically significant delay in the procedure due to the device issue. The physician commented that the balloon rupture was most likely caused by the non-abbott stent as it was fractured. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.